Event description:
It was reported by the customer that a pyxis medstation es system broken cubie drawer. Customer stated that drawer auxilary 7-2 failed it causing malfunction when tried to issue medication to the patient. There were delay in patient care work flow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined broken cubie drawer. A field service engineer assisted customer with troubleshooting problem to resolve. The system functioned as intended after field service engineer troubleshooted the device